Manufacturer narrative:
The service found out that machine origin was wrong (@ 3 cm from the end of stroke) and that the pump had to be initialized. Even if it is not declared by the customer, it is possible that is case the pump gave error 4, which is an intermittent acoustic signal repeated approx. Every 10 seconds that indicates a mechanical locking of the pushing unit in the withdrawal phase (it may be for instance caused by a foreign body which impedes its return, in this case the user shall eliminate the cause and initialize the device). No malfunction was found by service, which proceeded with the re-initialization of the pump and with the regular maintenance service. Device evaluated and returned to the distributor/user. No patient involvement. Note: this MDR is generated as a retrospective analysis, for this reason: some information can't be available at this time (e.g. Patient name, age,weight, etc,). Submission date of this report is over 30 days after the date of the event.

Event description:
The customer report "pusher doesn't move."